Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose levels below the measurable range, resulting in loss of consciousness, seizures, and hospitalization. The user was admitted on (B)(6) 2026, treated with glucagon prior to hospital arrival, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness, seizures, and hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring emergency medical intervention and is consistent with the reported hospitalization following administration of glucagon. Review of available information identified that the caregiver believed the event may have occurred after a new insulin cartridge was inserted without disconnecting the infusion set from the body; however, the caregiver was unable to confirm the sequence of events. Engineering review could not be performed for the reported event because device data corresponding to the event timeframe were unavailable. Device history indicated that the ilet powered off on (B)(6) 2026 after battery depletion and was not powered on again until (B)(6) 2026. Review of available engineering data identified no malfunction alerts, no factory reset events, and no motor errors outside of the unavailable event timeframe. Based on available information, the cause of the event remains not established. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.